Event description:
The rep reports that the shock impedance went to greater than 150 ohms on (B)(6) 2011. It is unk at this time if the lead will be explanted. On (B)(6) 2012 - we received info that this device was explanted on (B)(6) 2012.